Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced mental pain, pain, deformity, defective device, disability, impairment, loss of enjoyment of life, disfigurement, mental anguish, drainage, purulent fluid, abscess, small bowel and omental adhesion, fistula, recurrent hernia, and death. Post-operative patient treatment included abscess drainage, wound vac, hernia repair with mesh, removal surgery, exploratory laparotomy, and lysis of adhesions. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
Additional info: b2 (outcome attributed to adverse event, date of death), b5, d6b, d8, e1, g1, h6 (all codes) complaint reportability has been reassessed and is now reportable as a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, b7, e1 (facility name), h4, h6 (patient codes, ime e2402: "sinus tract"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, draining sinus tract, mental pain, pain, deformity, defective device, disability, impairment, loss of enjoyment of life, disfigurement, mental anguish, drainage, purulent fluid, abscess, small bowel and omental adhesion, fistula, recurrent hernia, and death. Post-operative patient treatment included mesh revision, abscess drainage, wound vac, hernia repair with mesh, removal surgery, exploratory laparotomy, and lysis of adhesions. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
(Patient codes, imf codes, device code, ime e2402 updated to include: "meshoma, sarcoma, skin breakdown, masses"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced fluid collection, masses, hematoma, skin ulceration, scar, cellulitis, distention, abdominal pain, chills, nausea, redness, swelling, respiratory distress, staphylococcus aureus, sarcoma, suture granuloma, meshoma, skin breakdown, yellowish exudate, infection, draining sinus tract, mental pain, pain, deformity, defective device, disability, impairment, loss of enjoyment of life, disfigurement, mental anguish, drainage, purulent fluid, abscess, small bowel and omental adhesion, fistula, recurrent hernia, and death. Post-operative patient treatment included CT scan, hospital admission, IV antibiotics, wound exploration, supplemental oxygen, pt, rehabilitation, mesh revision, abscess drainage, wound vac, hernia repair with mesh, removal surgery, exploratory laparotomy, and lysis of adhesions. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess, small bowel and omental adhesion, fistula, exploratory laparotomy, lysis of adhesion, recurrent hernia. Post-operative patient treatment included removal surgery.